Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was freezing up and the screen went black while the device was connected to a patient in the emergency department and they lost the study.